Event description:
Customer reportedly obtained results of 250 mg/dl, 144 mg/dl, and hi (greater than 600 mg/dl) on the aviva system within 10 minutes. Customer took 10 units of humulin 70/30 based on 250 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.